Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included post coital bleeding. Concurrent conditions included back pain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/right side"), vulvovaginal pain ("vaginal pain"), genital haemorrhage ("abnormal bleeding"), autoimmune thyroiditis ("hashimoto's"), fatigue ("fatigue"), skin reaction ("earrings and jewelry now cause a skin reaction") and psychological trauma ("psychiatric and/or psychological condition( s)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, vulvovaginal pain, genital haemorrhage, autoimmune thyroiditis, weight increased, fatigue, skin reaction and psychological trauma outcome was unknown. The reporter considered autoimmune thyroiditis, device dislocation, fatigue, genital haemorrhage, pelvic pain, psychological trauma, skin reaction, vulvovaginal pain and weight increased to be related to essure. The reporter commented: insertion details: essure easily passed bilaterally, 0 loops out on the left, 12 loops on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram in (B)(6) 2011: confirmed bilateral occlusion. Pathology test on (B)(6) 2018: final pathologic diagnosis: left fallopian tube: complete cross section of fallopian tube, metallic coil for gross examination. Right fallopian tube: complete cross section of fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2019: fu 2 & fu 3 were processed together. Plaintiff fact sheet received: new events: "abnormal bleeding, hashimoto's, weight gain, fatigue, pelvic pain, migration, vaginal pain, earrings and jewelry now cause a skin reaction, psychiatric and/or psychological condition" were added. Reporter's information, patient demography, lab data were added. On 20-dec-2019: fu 2 & fu 3 were processed together. Medical records received: reporter's information, lab data were added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.